Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for e 200 and e 202 errors indicating a speaker and buzzer failure occurred at the same time. There was no harm or injury reported. The device's buzzer assembly, speaker assembly, system board and display board were replaced to address the issues. The components were returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil technician states: pil installed the suspect components into the pil trilogy evo test bed, ran the device and no e-200, e-202 nor any unexpected errors were generated. Product investigation lab (pil) is unable to confirm the failure of the trilogy evo system pca, trilogy evo backup buzzer, trilogy evo display pca and trilogy evo speaker assy. Visual inspection found no defects. Pil installed the suspect components into the pil trilogy evo test bed, ran the device and no unexpected errors were generated. Pil concludes the components operate properly.

Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. E 200 and e 202 errors were observed in the device's downloaded error log occurring at the same time, indicating a buzzer and speaker failure. The device's buzzer assembly, speaker assembly, system board and display board were replaced to address the issues.